Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient experienced multiple asystolic episodes. It was not known if the cause was the lead or ICD. Therefore, both were explanted and replaced.

Manufacturer narrative:
Bench tests were performed and the device was found to be normal.